Manufacturer narrative:
The customer reported that sometime in 2018 the batteries were inserted incorrectly and left in the analyzer overnight. The customer reported that the battery door was "melted". Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated upon investigation of the returned analyzer. The customer did however, admit to inserting the batteries incorrectly. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that sometime in 2018 the batteries were inserted incorrectly and left in the analyzer overnight. The customer reported that the battery door was "melted". This report is being provided based on the product correction response form submitted by the customer on 1/13/2020 as part of (B)(4). The customer was contacted for further detail and there were no allegation of injuries.